Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the shock impedance trend from this right ventricular (rv) lead. Upon a remote data review, it was noted that the highest shock impedance for this lead was 138 ohms. Ts assessed the provided data and determined that the current settings of the device comply with the recommendations of the field safety notice, and that all shocks are programmed at maximum energy and with initial polarity. It was recommended to continue with monitoring and consider a potential revision procedure, should the impedance exceed 145 ohms. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the shock impedance trend from this right ventricular (rv) lead. Upon a remote data review, it was noted that the highest shock impedance for this lead was 138 ohms. Ts assessed the provided data and determined that the current settings of the device comply with the recommendations of the field safety notice, and that all shocks are programmed at maximum energy and with initial polarity. It was recommended to continue with monitoring and consider a potential revision procedure, should the impedance exceed 145 ohms. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the shock impedance trend from this right ventricular (rv) lead. Upon a remote data review, it was noted that the highest shock impedance for this lead was 138 ohms. Ts is currently pending a review of the provided data and will provide guidance when the assessment is completed. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.